Manufacturer narrative:
The insulin pump was received with blank display due to electronic assembly damaged by moisture exposure. Analysis was unable to download unit or perform functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test due to blank display. The motor assembly received with traces of moisture. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window and case. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer also reported that the screen would go blank when a button was pressed. The customer's blood glucose was unknown at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.